Manufacturer narrative:
It was unknown, if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 316 mg/dl and 143 mg/dl within ten minutes on the nano system. No adverse event reported. Meter and strips replaced and requested for return.